Event description:
It was reported that the patient presented in clinic for post implant check up. Device interrogation revealed inappropriate automatic mode switch (ams) due to loss of capture and far r oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.